Event description:
The customer reported non-reproducible beta human chorionic gonadotrophin (bhcg) results for two patients involving the access total bhcg assay used in conjunction with the unicel dxi 600 access immunoassay system. The non-reproducible patient results were not released from the laboratory. There was no patient consequence or change in patient treatment associated with this event. Subsequent testing of the patients¿ samples, on an alternate unicel dxi 600 system, produced varying results. The patients¿ samples were collected in lithium heparin plasma tubes. The customer stated the samples were normal in appearance. Quality control (qc) was within specifications at the time of the event. No system issues were noted. The instrument was in normal operation.

Manufacturer narrative:
There is no indication the access total sshcg device was returned for evaluation. Service was not dispatched as the customer did not question system performance. A definitive cause of the incident could not be determined with the available information.